Event description:
It was reported that one day post implant, the right ventricualr lead dislodged. The patient experienced intermittent phrenic nerve stimulation. Undersensing was observed. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.